Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced battery issues was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced battery issues. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.